Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer was to fill and load a new cartridge independently and was advised to call back if issue persisted.